Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a manufacturer representative from a consumer regarding the patient. It was reported that the stimulation will suddenly increase and then the battery will turn off immediately. The first time that it occurred was in (B)(6) 2017. It has happened a number of times between the then and the time of the report, but the patient was unsure exactly how many times it had occurred. There were no environmental or external factors noted to have contributed to the issue. Impedances were all in range when tested on (B)(6) 2017. The battery was checked, and everything seemed fine so there were no further interventions taken. A surgical intervention was planned. Additional information was received from a manufacturer representative regarding the patient on (B)(6) 2017. It was reported that there was not a confirmed replacement date; however, they were planning for (B)(6) 2018. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain, cervical radiculopathy, and chest wall stimulation. It was reported that the patient was getting an MRI for their neck, back and arm and stated that the reason was for ongoing pain and stated that it is related to the ins. The patient stated that they have been working with their manufacturer's representative (rep) because their stimulation has been turning on and off by itself for the last 6-8 months. No further complications were reported or anticipated.